Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 111 mg/dl and 234 mg/dl. The patient discarded the strips and only has the empty vial to return. The device was requested to be returned. The device and strips were replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.